Manufacturer narrative:
Block d2b: pro code (product code): additional pro code: odg. Block h6: impact code f1001 is being used to capture the reportable event of cancelled/rescheduled - post sedation/sedation unknown.

Event description:
It was reported to boston scientific corporation that an acquire eus fnb needle 22g box 1 was used for an eus-fnb procedure performed on (B)(6) 2026. During the procedure, the stylet could not be introduced easily inside the needle to expel the material. There were no patient complications reported as a result of this event. Subsequent follow-up information indicated that another of the same needle was used to continue the procedure. However, conflicting information also stated that the procedure was cancelled. Additional clarification has been requested from the customer regarding the final procedural outcome. If additional relevant information becomes available, a supplemental report will be submitted.